Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Event description:
On 2/16/2022, it was reported by a facility representative via mail that the tip of an ar-3680 fibertak button inserter tip broke and could not be found. X-ray images were taken of the shoulder and cleared by the radiologist. This was discovered during a shoulder procedure on (B)(6) 2022.